Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a loss of power to the controller resulting in a ventricular assist device (vad) stop while on vacation. The controller failed to restart several times before finally being able to provide power to the pump. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary was revised. The pump (hw31023) and one (1) controller ((B)(6)) were not returned for evaluation. The reported event was confirmed via review of log files which revealed five (5) controller power-up events, four (4) vad stopped alarms, and six (6) vad disconnect alarms logged since (B)(6) 2018. After each of the first four controller power ups, a vad stopped alarm occurred resulting in a total of (4) vad stop alarms indicating that the pump failed to restart after multiple attempts. The pump was finally able to restart successfully at 9:21:57 on (B)(6) 2018. The controller was without power for 11 sec, 1 min 57 sec, 1 min 45 sec, 38 sec and 26 sec respectively. Additionally, 20 low flow alarms have been logged since (B)(6) 2018. This is an additional observation not related to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms may be attributed to physical disconnection of the driveline from the contro ller. This was likely due to the patient trying to troubleshoot the device. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. Hw31023 is not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a1 product event summary: the controller was not returned for evaluation. The reported event was confirmed via review of log files which revealed five (5) controller power-up events, four (4) vad stopped alarms, and six (6) vad disconnect alarms logged since (B)(6) 2018. After each of the first four controller power ups, a vad stopped alarm occurred resulting in a total of (4) vad stop alarms indicating that the pump failed to restart after multiple attempts. The pump was finally able to restart successfully at 9:21:57 on (B)(6) 2018. The controller was without power for 11 sec, 1 min 57 sec, 1 min 45 sec, 38 sec and 26 sec respectively. The most likely root cause of the vad disconnect alarms may be attributed to physical disconnection of the driveline from the controller. This was likely due to the patient trying to troubleshoot the device. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. Based on an extensive internal investigation, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction, additional information, and investigation completion. Correction b5: the event description was corrected to capture the device disposition of the ventricular assist device (vad). Correction h10: the manufacturer narrative was corrected to include the vad as an additional product that was associated to the event. Additional information was received regarding the recall number. Product event summary: the ventricular assist device (vad) and one (1) controller were not returned for evaluation. The reported event was confirmed via review of log files which revealed five (5) controller power-up events, four (4) vad stopped alarms, and six (6) vad disconnect alarms logged since (B)(6) 2018. After each of the first four controller power ups, a vad stopped alarm occurred resulting in a total of (4) vad stop alarms indicating that the pump failed to restart after multiple attempts. The pump was finally able to restart successfully at 9:21:57 on (B)(6) 2018. The controller was without power for 11 sec, 1 min 57 sec, 1 min 45 sec, 38 sec and 26 sec respectively. Additionally, 20 low flow alarms have been logged since (B)(6) 2018. This is an additional observation not related to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad fi lling, inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms may be attributed to physical disconnection of the driveline from the controller. This was likely due to the patient trying to troubleshoot the device. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent dis connection on both power sources. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103, catalog #: 1103, expiration date: 30-nov-2019, serial #: (B)(6), UDI #: (B)(4). D9: no. H3: yes h4: mfg date: 08-nov-2017. H5: yes. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA device code(s): a141204. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d10. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.